Event description:
It was reported that during a stenting treatment procedure, stent placement difficulty occurred. The lesion being treated was located in the left circumflex artery. The physician advanced a 3.00x12mm promus element stent delivery system to the target lesion, then inflated it to 12atms. However, upon inflation the stent moved and was no longer covering the target lesion. The procedure was completed by implanting another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).